Event description:
It was reported to philips that the device battery is not functioning properly. Intermittently, the device will display a red 'x' and chirp, once they cycle the battery, the device works as intended. There was no reported patient involvement.